Event description:
The pt's mother reported that the ok button had to be pressed multiple times for the pump to respond. The pump reportedly has not been exposed to moisture or trauma.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was intact, the ok button responds to presses normally; however, the pump does not respond when the backlight button was pressed, and there was adhesive found under the keypad contacts interfering with button presses.